Event description:
It was reported that during a esophagectomy procedure, while performing surgery, the white teflon pad of the consumable fell off in the patient. The entire tip was retrieved from the patient. Another device was used to complete the case. Surgery was prolonged ten minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.